Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for spinal therapy. It was reported that the devices would not fit together. There was no patient involved and no further complications or symptoms reported. Additional information was received via manufacturer representative that the reported products were already used before.

Manufacturer narrative:
H3: product analysis of part# 5330008, lot# id24e011 visual inspection revealed one of the welds on the side of the handle has broken. The damage to the weld is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.